Event description:
The customer reported that the plastic retaining clips (lever locks) are cracking and wearing out, causing a monitor to fall on a nurse's foot.

Manufacturer narrative:
The customer reported that the plastic retaining clips (lever locks) are cracking and wearing out, causing a monitor to fall on a nurse's foot. The preliminary investigation is consistent with physical damage that should be obvious in the daily visual inspection of this device. Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).